Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular lead (rv) was explanted due to infection. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this this right ventricular lead (rv) was explanted due to infection. It was also noted that five months later the patient underwent surgical intervention to replace the system. No additional adverse patient effects were reported. The lead is not expected to return.